Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, their device was found to be in backup vvi mode after a magnetic resonance imaging scan. The device was restored successfully and the patient was stable after the restoration.